Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had power loss. Customer¿s blood glucose level was 320 mg/dl. Customer stated that the battery was replaced the settings on the insulin pump were lost. Customer was advised to disconnect with the insulin pump and revert back to her back up plan. Customer stated that she was able to get correction dose and troubleshooting was declined high blood glucose. The insulin pump will not be returned for analysis.